Manufacturer narrative:
(B)(4). Result: (cva/stroke).

Event description:
During the index procedure, 1 endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid lad. Pt was asymptomatic at 1 year f/u. Approx 15 months after the index procedure due to a revascularization, 1 other brand stent was implanted to the proximal lcx. Pt had cardiac status of stable angina at 1.5 year f/u. Approx 18 months after the index procedure due to a revascularization, 1 endeavor sprint rx stent was implanted to the proximal lcx. Approx 21 months after the index procedure due to a revascularization (in-stent restenosis), balloon angioplasty was carried out on the proximal lcx. One endeavor sprint rx stent was also implanted to the proximal lad at this time. Pt had cardiac status of stable angina at 2 year f/u. The pt was hospitalized for elective eval of coronary heart disease. Due to a revascularization (restenosis after previous ptca), balloon angioplasty was carried out on the proximal lad. The investigator stated that the events were not related to the study stents or the study procedures. Approx 28 months post index procedure, the pt suffered an ischemic stroke. The investigator assessed that the event was not related to the study stent. Pt was asymptomatic/free of symptoms at 2.5 year f/u. (Ref MFR #s 9612164-2011-00243, and 9612164-2011-00244).